Manufacturer narrative:
Device evaluated by MFR: inspection of the returned device revealed the returned product consisted of an innova stent delivery system (sds) with a mach1 guide catheter. The shaft was buckled 40cm ¿ 43.5cm from the nose cone. There were numerous kinks throughout the sds. The stent was received in two pieces. Analysis determined that a portion of the stent was not returned, which is consistent with the reported information. There was no damage to the handle. The handle was opened during analysis to inspect the handle components. There was no damage to the thumbwheel. The middle sheath was detached from the clip; however, there was evidence that the middle sheath was properly attached during manufacturing. There was no evidence of any material or manufacturing deficiencies contributing to the reported deployment difficulty and the identified damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent got stuck inside the delivery system. It was impossible to release the stent since the mechanism within the handle snapped and broke loose from the outer sheath of the delivery system. During the attempt to retrieve the stent, the stent experienced traction inside the vessel.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a stent fracture occurred. The 100% stenosed, 35x6mm, denovo target lesion was located in a non-tortuous, non-calcified, distal superficial femoral artery (sfa). Following predilation with a 4x150mm mustang balloon there was 30% residual stenosis. A 7x200x130mm innova¿ stent was introduced. During deployment of the proximal half of the stent the physician felt some resistance. A snapping sound was heard and the system was severed from the catheter leaving half the stent trapped inside. The physician withdrew the whole stent delivery system in an attempt to either deploy the stent or recapture it inside the guide catheter. The stent was excessively elongated and eventually fractured. The proximal end of the stent was recovered through the guide catheter in two segments but the distal end of the stent was dislodged and pulled backwards into the iliac region. An 8x57mm express ld stent was implanted to secure the proximal end of the innova stent in the common iliac artery. Post dilation was performed with a 8x60mm mustang balloon. The sfa lesion was left unstented with residual stenosis of 40%. The patient¿s status is stable. This product is only ous approved but it is similar to an approved us device.